Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. Visual inspection of the pcs assembly was performed, and dried blood was noted inside the outlet port and the bellow port. All valves were individually tested by powering them on and off using an external power supply, and the v1 (vent valve) was found to be very sticky (delayed response). Visual inspection of the pcs assembly internal hardware was performed. Dried blood was noted inside the manifold, the vent valve v1 and drain valve v4. Due to blood contamination, no further functional testing can be performed. Note: blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss alarm" is confirmed. Dried blood was noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the dried blood entered the pcs assembly is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a helium loss alarm occurred during preventative maintenance. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a helium loss alarm occurred during preventative maintenance. No patient involvement.